Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited inadequate capture thresholds. The rv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of unacceptable capture was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination and electrical testing of the lead did not find any anomalies.